Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). No calibration influence was observed. The qc was within range before the sample measurements. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 4 patients' samples tested with elecsys troponin t hs assay on a cobas e 801 analytical unit. Patient 1: initial result: 136 ng/l (tested on cobas 1). The sample was repeated per the cardiac troponin monitoring protocol, and the repeat results were 10.6 ng/l and 11 ng/l. Both results were interpreted as negative. A new sample was drawn from the patient and tested, resulting in a troponin t hs value of 7.95 ng/l. Patient 2: initial result: 18.8 ng/l (interpreted as positive). Repeat result: 12.8 ng/l (interpreted as negative). The repeat results for patient 1 and patient 2 were deemed to be correct. Patient 3 and patient 4 were tested on (B)(6) 2025: patient 3: initial result: 76.2 ng/l (tested on cobas 1). 1st repeat result: 127 ng/l (tested on cobas 3). 2nd repeat result: 75.4 ng/l (tested on cobas 1). 3rd repeat result: 65.6 ng/l (tested on cobas 3). Patient 4: initial result: 17.5 ng/l (tested on cobas 1). 1st repeat result: 48.1 ng/l (tested on cobas 3). 2nd repeat result: 17.0 ng/l (tested on cobas 1). 3rd repeat result: 14.7 ng/l (tested on cobas 3).

Manufacturer narrative:
An instrument contamination was observed. The analysis of the sample foam detection (sfd) images showed the following: the active gripper wheels were dirty. One of the samples (sample a): a film in the pipetting area. One of the samples (sample b): dust-like particles floating at the surface. One of the samples (sample c): film and transparent particles. A general reagent or analyzer problem can be excluded because the qc was within the ranges prior to the event. The investigation did not identify a product problem. The root cause was consistent with a suboptimal sample quality detected in the sfd images.